Event description:
It was reported that the patient was experiencing inadequate stimulation despite reprogramming done. It was also noted that the ipg was not charging. The patient underwent an ipg replacement procedure and was dong well postoperatively. The explanted ipg was retained by the medical facility and will not be returned.